Event description:
It was reported that during a cystectomy, the tissue pad came off the device and was found on the mayo stand. It probably came off from the aggressive wiping that was taking place due to the amount of hair inside the cyst. The tissue pad is being returned with the device. No patient consequence

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.